Event description:
It was reported that the spring arm circlip was allegedly not installed. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
It was alleged that the circlip was missing from the assembly resulting in separation between the lighthead and the ceiling suspension. However, there was no report of any component detaching and no adverse consequence reported. The device has not yet been returned for evaluation of root cause.